Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported incomplete coaptation cannot be determined. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with an enlarged atrium. The first clip was implanted with no reported issue. Another clip was implanted; however, after deployment, a single leaflet device attachment (slda) was observed. The clip had detached from the posterior leaflet. Leaflet insertion assessment was performed and accepted in all views. The clip is stable. Mr is reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.